Manufacturer narrative:
Patient was treated for 17mm stone in the right kidney mid-pole with 2506 shocks at highest energy level of 7. It is reported that at the time of treatment, there were no issues with the lithotripsy equipment. Device was evaluated onsite on march 17, 2021. No issues were found; device tested within specifications, and device was returned to the customer for use. Hematomas are a known side-effect of eswl treatment.

Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2021. The patient was admitted to the hospital on (B)(6) 2021 and was discharged in stable condition on (B)(6) 2021.